Event description:
Per the clinic, the patient experienced skin infection at the abutment site and underwent a skin revision surgery on (B)(6) 2023 to remove the affected area.

Manufacturer narrative:
This report is submitted on november 09, 2023.